Manufacturer narrative:
Contact information: (B)(4).

Event description:
The customer reported the ventilator will not boot up in ventilation mode. The customer reported there was no patient involvement.